Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Customer was informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose level was not impacted.